Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when opening the package intra-operatively, the suture fell apart and was taken off the retainer. Event occurred before needed for procedure and product was not used. They used a different suture to complete the case. There was no patient injury.